Event description:
A customer reported that during cataract surgery, a system message displayed. At this time, surgical impact is unknown, however no patient harm was reported. Additional information received from the customer indicates that the procedure was completed using an alternate system. There was no harm to the patient.

Manufacturer narrative:
The company representative examined the system and verified the reported system message ¿vent valve failed closed.¿ the system message was noted to be intermittent. The company representative replaced the fluidics controller pcb (printed circuit board) assembly to resolve the issue. The system was then tested and met product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).